Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 09feb2018 to assess the instrument test well image in question, which had resulted as equivocal, and the facility subsequently manually edited that well to negative. This well in question appeared visually slightly weak positive. Bubbles were noted in the wells for the plasma check, but the facility was unable to provide information if the blood sample was respun and allowed to warm to room temperature prior to testing. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication cc-09-042-02 is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On 07feb2018, a customer site reported an unexpected equivocal antibody screen outcome when tested on a galileo echo instrument on (B)(6) 2018, which led to a transfusion reaction.